Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user had experienced an interface issue. A technical support specialist was closed the complaint, since the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower user was experienced an interface issue. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.